Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement surgery. The patient is doing well following the revision. The explanted ipg was not returned to bsn for further evaluation as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient is having trouble charging. The physician will replace the patient's ipg.

Event description:
A report was received that the patient is having trouble charging. The physician will replace the patient's ipg.